Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was triggered suspension. The customer¿s blood glucose level was 137 mg/dl. The customer reported that the sensor was suspended and sensor glucose value was 42 mg/dl and blood glucose 72 mg/dl. The sensor will be returned for analysis.